Event description:
When tried to implant hmo and standard polyethylenes it was noted that these implants were not completely fixed. This caused a surgical delay of 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.